Manufacturer narrative:
Product was returned in a used and damaged condition. Per (B)(4), balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure (rbp) is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests (B)(4) balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with IFU that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. The balloon material circumferentially ruptured approx 2.0 cm from the proximal bond. The catheter shaft was elongated in the separate sections near the distal end, likely the result of difficult removal. The balloon rupture likely propagated longitudinally until the point of highest constriction, at which it then tore circumferentially. The inflation pressure was reported to be 13 to 14 atm which is greater than the rbp of 12 atm stated in the IFU. The balloon rupture ultimately/resulted in difficulty removing the device. Difficult anatomy and lesions may require the use of a balloon with a higher rated burst pressure (+/- 15 atm). We will continue to monitor for similar complaints. No action is necessary as there is insufficient risk per quality engineering risk assessment.

Event description:
Physician was doing an angioplasty on an av fistula. On the first stricture the balloon was inflated up to 12 atm and then it was deflated, and then reinflated. Balloon started going past 12 atm, and balloon popped/ruptured at 13 to 14 atm. Physician tried to remove the balloon out of the sheath and the balloon would not come out of the sheath, so the radiologist proceeded to cut the vessel with a scalpel to be able to have a large enough opening to pull the balloon and the sheath out. Physician ended up having to make 3 separate incisions to make the exit hole big enough (approx 11 french size hole) to remove the balloon, sheath and glide wire. The physician attempted to suture the vessel closed. Physician was unsuccessful, thus a vascular surgeon was called-in and was able to successfully close the vessel. The remaining 2 strictures were unable to have angioplasty, so the procedure was not completed at this time. Another balloon was opened to be used, however, this balloon was not used due to the difficulty experienced during the procedure. Upon visual inspection of the removed balloon the balloon migrated/detached down the glide wire.